Event description:
It was reported that the patient received inappropriate high voltage therapy due to oversensing of noise on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed visually. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.